Event description:
Complaint received as follows: "complaint description: one week after insertion, it was impossible to deflate the water from the balloon. They cut the shaft to remove. No harm or injury to patient."

Manufacturer narrative:
Based on available information, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove a catheter whose balloon has failed to deflate. Reported to the FDA on (B)(4) 2013.